Event description:
A home pt's (hp) nurse (rn) reported that a hp's transfer set became disconnected from the pt line of the homechoice set during the hp's automated peritoneal dialysis therapy. Reportedly, the hp was walking to their kitchen when the disconnection occurred resulting in the pt line falling on the floor. The hp's rn advised that there wasn't any tension on the pt line, and that she went to their house to confirm that the hp had plenty of tubing to walk from their bedroom to their kitchen during therapy. The hp's rn advised that after the separation occurred, the hp reconnected to the pt line. The pt went to the dialysis clinic following the incident and had their transfer set changed. Per the rn, the hp brought with them the pt line connector from the pt line of the homechoice set involved in the incident. After changing out the transfer set the nurse connected the pt line connector to the transfer set involved in the event. The rn pulled on both ends with no resulting disconnection. No pt injury was associated with this incident, however, the hp was treated with prophylactic antibiotics. Antibiotic regimen included 1g fortaz, and 1 gram ancef, intraperitoneal for 5 days.